Event description:
Dealer states this joystick was an out of box failure that it veers and had a motor fault code that eventually went away. Dealer states the big problem is the veering. Dealer states it was installed on the chair, gave a left motor fault code, which went away, then when he tested it to drive it was veering to the left.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.